Event description:
It was reported by the edwards field representative that during a transapical tavr procedure, the valve moved slightly aortic during deployment, resulting in moderate paravalvular leak (pvl). Prior to deployment the sapien valve was positioned 60:40 aortic, and post deployment landed 80:20 aortic. A second 26mm sapien valve was deployed 50:50 to the native annulus to resolve the pvl. Post deployment there was mild pvl. The patient was closed in normal manner without incident. Additional information revealed the patient's aortic annulus measured 25mm by tee. The aortic valve degree of calcification was moderate. The coaxial alignment of the delivery system with respect of the aortic annulus and the imaging intensifier angle were reported as good. During deployment the patient's ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the device instructions for use (IFU), device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the aortic movement of the valve during deployment cannot be confirmed. There are no obvious causes for the aortic movement of the valve; however, it is possible that the moderate leaflet calcification in combination with slightly aortic positioning of the valve prior to deployment, contributed to the event. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.